Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's lead has impedance issues. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.